Event description:
It was reported that the patient¿s experienced a ¿shocking¿ from the stimulation from their implantable neurostimulator (ins) since it was put into automatic mode. The patient was very frustrated with the stimulation therapy (wanted to discuss its removal) and was not getting therapeutic relief (<(><<)>50% therapy relief) to their legs, had pain at the ins battery site, and had a lot of difficulty charging. The patient stated that they had not contacted the manufacturer¿s representative for any prior issues but it was noted that the representative met with them on (B)(6) 2014 where the recharging process was reviewed. It was also noted at that visit that the patient¿s ins was easily palpable, 8 of 8 coupling bars were obtained without difficulty, and that they had good relief and denied any need for a program. Follow up information received reported that the cause of the issue was not device related and that no additional troubleshooting or interventions were needed. The patient was reprogrammed and they were reported as doing well with effective therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97792, lot# n405505, implanted: (B)(6) 2014, product type accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).